Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the device was not pacing in one of the channels. It was noted that the lower case and hanger assembly were broken, and that two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the ventricular channel of the external pulse generator was not pacing. The external pulse generator has been returned for warranty repair. There was no patient involvement.